Event description:
The patient reported, he received a "3" and "77" message on his insulin infusion device that he is not able to clear. He stated, he has not changed the battery in a while, but is not sure of the time period. The patient was instructed to disconnect from his device and check the lot number of expiration date of his battery. It was discovered the battery is part of the recall. The patient stated, he is aware of the recall and has corrected batteries at home. He stated, he has a lot of batteries and they are all mixed together. The patient was educated on how to tell the difference between a recalled battery and a corrected one. The patient stated, he is only 5 minutes from home and would insert a corrected battery as soon as he got home. The patient stated, he did not want a follow up call. No blood glucose effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.